Event description:
The consumer stated they were sitting in the rehab shower comode chair using an electrical stimulator to assist in using the restroom, when the back upholstery allegedly slide down. Pt allegedly hit their head and lost consciousness. The digital stimulator was allegedly still inside pt's rectum and when their legs came off the chair, it caused tearing of their insides requiring surgery.